Event description:
Novasure handpiece would not work after several attempts. Removed and replaced with another handpiece. No harm to patient. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.